Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to 0v dc. A review of the share logs was performed, and a low transmitter battery alert was found within the investigation window. The allegation was confirmed. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is re portable based on the finding of a failed transmitter error. No injury or medical intervention was reported.